Event description:
A pt to or status post l4-5 minimally invasive fusion, with postoperative left low back and left leg pain, and left l4-5 epidural blood/fluid collection. Pt underwent exploration of left l4-5 epidural area. And evacuation of left l4-5 epidural blood/fluid. Bard 16 fr foley placed preop, balloon tested, went in easily. When trying to d/c foley, nurse deflated balloon, 10ml in syringe, but could not retract foley from meatus. There was a palpable ridge in the penis from the foley. Consultation required from urologist to help, and he removed it. Nurse noted ring/ridge and foley cath where balloon should have been able to be deflated to flat.